Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that last week patient wanted to change the amplitude so they placed their programmer antenna over the implant and turned patient programmer on and the implant shocked them. Patient mentioned that they did not sync or touch side buttons on the programmer and was not around electromagnetic interference when it happened, and that they were in their bedroom at home. Patient further stated that they waited 2 months before they went back to kick boxing but that they noticed a couple days before shocking happened, that they just got home from kickboxing and they were driving and felt a severe pain at implant site. Patient thought maybe it was just the stitches ripping or stretching, but now thought maybesomething got displaced. Patient would follow-up with the doctors office if things were still acting up. No further complications were reported.